Event description:
The patient is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed it was not functioning within specifications and all electrodes were open. Revision surgery will be scheduled.